Manufacturer narrative:
Pending further investigation.

Event description:
The customer reported that the device does not work. Testing found that the device did not pass self-test and noted burned odor symptoms. The device was opened to investigate the source of burning smell, and damage was found to the power supply unit (psu). A new psu was installed, the device was powered up, and a burning smell was noted again. The device was powered down and opened up, and secondary issues were found on the driver pwa (printed wiring assembly) and the plunger motor. The probable cause for burn marks cannot be determined, so the device was returned for further investigation. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
During preliminary testing and investigation, the probable cause for burn marks was indicative of electrical failure. Upon further testing and investigation, it was found when the plunger stepper motor and dc (direct current) motor is prevented from rotating, a locked-rotor condition occurs. It cannot generate any back emf (electromotive force). Now the windings in the rotor are subjected to the full vmot (voltage supplied to the motor) voltage, and the current flow becomes very large because the windings don't have much resistance. The motor will heat up quickly, and eventually the insulation on the windings will melt and a short-circuit develops in the winding. That lowers the circuit resistance even more, resulting in higher current flow. The complaint was confirmed with the probable cause being a defective motor plunger.